Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 25 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Per additional information received 02 sep 2019, the patient had previous been "in an average stability" and because of the "bad condition," had been intubated, which was the reason suction was required. The patient's systemic infection was a pre-existing condition prior to the reported event.

Manufacturer narrative:
One used device was returned for evaluation. Visual inspection revealed no outward damage or defect of the device. During functional testing, the thumb valve operated as expected, however, the catheter did not suction water. Dissection of the device revealed that the catheter was completely occluded by what appeared to be excess material. The complaint is confirmed as reported, with manufacturing related root cause determined. All information reasonably known as of 26 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot m18290t402] was reviewed and the product was produced according to product specifications. All information reasonably known as of aug 13, 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the suction did not work when the health care provider pushed saline to clean the catheter. The saline went into the patient's lungs and caused oxygen desaturation to 50%. In response, the patient's oxygen was increased to 100%, and manual suction was performed. The suction catheter was replaced with a new one. Per additional information received on (B)(6) 2019, the patient is in an intensive care reanimation unit and in bad condition. The patient was born (B)(6) and weighs less than (B)(6). Per additional information received (B)(6) 2019, the patient's condition was "bad" prior to the described incident. The patient passed away on (B)(6) 2019, due to "multivisceral failure on systemic aspergillosis and over infection with enterobacter cloacae." The patient was (B)(6) old.